Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a car accident due to low blood glucose on (B)(6) 1986. The customer was the driver during the incident. The customer was wearing the insulin pump at the time of the incident. They were taken to the emergency room. They had a broken bone in their ankle. They got a cast and was sent home. The customer did not remember their blood glucose at the time of the incident. The customer no longer had the insulin pump that was used during the incident. They were currently on a different insulin pump. The insulin pump will not be returned for analysis.